Event description:
It was reported that the device showed an estimated longevity jan. 2006 of 33 months expected. Device at eri (elective replacement indicator) on 9/22/2006. Vcm (ventricular capture management) had put outputs to 5.0 volts at 1.0 ms but in office thresholds had been low and stable. Clinic clinicians felt the device had an early battery depletion because of vcm erroneously detecting a high threshold. The device was explanted. No patient complications have been reported as a result of this event.